Manufacturer narrative:
The device history record review confirms that this device met all material, assembly and performance specifications. The device was returned loaded and jammed in its dispenser coil. The dispenser coil was flushed and the catheter was pulled out of the dispenser coil without any difficulties. Visual inspection of the returned device found that the catheter was severely stretched on its proximal shaft at 6.3cm distal to the strain relief. The catheter outer shaft had been separated but the inner layer was still intact. The inner and outer layers of catheter were severe stretched. A functional test could not be performed due to the observed damage. No other anomalies were observed on the catheter. The cause for the reported issue could not be definitively determined. Per the additional information, resistance was noted when removing the device from the dispenser coil, and force was used to remove the device. All devices are 100% tested and inspected prior to packaging. Based on the investigation results and information provided, a probable cause of handling damage during unpacking the device was assigned to this complaint, as it is believed the issue occurred from handling the device without direct patient contact during the removal from packaging.

Event description:
Resistance was encountered while removing the device from the dispenser hoop and it was noted that the microcatheter tip was broken. There was no patient involvement.

Event description:
Resistance was encountered while removing the device from the dispenser hoop and it was noted that the microcatheter tip was broken. There was no patient involvement.